Event description:
Terumo medical received an FDA medwatch report # mw5119966. The event description stated that involved device catheter tip was impacted and detached from the catheter when the provider encountered significant amount of calcific disease. There was no harm to the patient.